Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient had slightly bloody drainage from driveline, but no signs or symptoms of infection but did have symptoms of fatigue and slight dehydration. Elected to admit the patient for infection workup. Culture from driveline drainage was collected and was positive for klebsiella oxytoca and escherichia coli. Urine collection also positive for escherichia coli, but self catherization is necessary for bph. Infectious disease consult obtained and prescribed augmentin therapy for 14 days. Follow up sent to inquire about the patient's discharge and recovery.

Manufacturer narrative:
No relevant history was reported. The therapeutic team believes this event to be related to the device and the patient was discharged on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.